Manufacturer narrative:
(B)(4). Batch # m55w5v. Manufacture date: 11/3/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. On which firing did this occur? 1st. Please clarify what is meant by, the clips did not allow the tightness of the suture. Staples didn¿t staple over the entire length. Were there any staples missing from the staple line? Don¿t know. What was the shape of the staples (b-formation, irregular, unformed, partially formed)? B formation. Did the device fire staples as intended, however there was an issue with the patient's tissue holding the staples? No. Was there a leak as a result of the staples not holding? Yes. Were there any changes to the patient¿s post-op care? Yes, manual anastomosis (suture) what is the current status of the patient? Unknown. For clarification, was the manual anastomosis (suture) performed to complete the procedure intra-operatively? Yes. Or, did the patient have to return to the or for a reoperation? No. Was the leak identified intra-operatively? Yes. Or, was the leak identified post-operatively? If yes, was a re-operation performed on the patient? No. If there was a post-operative leak, how was it controlled? Na. Did the anticipated post-operative care for the patient change based on the leak? Unknown.

Event description:
It was reported that during a sigmoid resection procedure, during resection of the sigmoid, the clips did not allow the tightness of the suture, they wouldn't hold. Staple line has been sutured with a thread. There were no adverse consequences for the patient.